Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial base plate had several scratches that the surgeon was not happy with. The surgeon completed the surgery with a different base plate of the same size.